Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 23 2007. The facility representative reported an occlusion alarm on channel 2 found before use. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarm was caused by a broken door assembly #2. During service, a cracked door assembly #1 was also found. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, a cracked door assembly #1 and a broken door assembly #2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.